Event description:
On (B)(6) 2012 the customer reported a flogard pump presented an occlusion alarm frequently. It is unknown if this event occurred during patient use. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a flogard infusion pump that "presented the occlusion alarm frequently" was confirmed in sample evaluation task. During evaluation device presented downstream occlusion alarm which was due to safety clamp plate striker shim was damaged. Service replaced safety clamp plate striker shim to resolve the problem.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.